Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, investigation revealed the device required maintenance to correct the motor which was rough running and seized. Maintenance was conducted and the device returned to customer on (B)(4) 2013. The complaint is indeterminate device is not distributed in the united states, but is similar to device marketed in the USA. Placeholder.

Event description:
Customer reported the device sounds strange, runs slow and sometimes nothing happens. This is report 1 of 1 for #(B)(4).